Event description:
Clinic notes were received and reported that a patient's device was failing to interrogate due to normal battery depletion. The patient underwent a full replacement and it was noted that high impedance was the reason for the lead replacement. They check to ensure the issue was not incomplete pin insertion multiple times. Once the new lead was implanted the impedance was within normal limits. The explanted devices were discarded and therefore are unavailable for return. No additional or relevant information has been received to date.